Event description:
It was reported that the subject device had no image. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable is broken, and it is assumed that normal communication is not possible, leading to the phenomenon you indicated, in which images are not output. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred prior to an unspecified procedure. There were no reports of patient involvement.